Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: lgw, qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2318700, model: sc-2318-70, serial: (B)(6), batch: 5003554, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc43180, model: sc-4318, batch: 36134588, UDI: (B)(4),

Event description:
It was reported that the patient was getting uncomfortable stimulation due to spinal cord stimulator (scs) leads migrated which was confirmed via xray. The patient underwent an scs lead replacement procedure.

Event description:
It was reported that the patient was getting uncomfortable stimulation due to spinal cord stimulator (scs) leads migrated which was confirmed via xray. The patient underwent an scs lead replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted devices were not returned per facility policy.